Manufacturer narrative:
Other relevant device(s) are: product ID: 9733437, serial/lot #: (B)(4), analysis of the 9733856 found insufficient information. Analysis of the 9733437 found a damaged camera or scu. As reported, the psu powered up with the amber fault light on when connected to a known good system. A check of the event log revealed two battery fault messages, one for low voltage on bump battery and one for low voltage on the laser battery. Otherwise, the psu passed an accuracy test (aak) at .09 mm with a passing threshold of .35 mm. This psu has not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the amber light on the camera was blinking. When the ndi toolbox was opened, it had a bump sensor battery error message. There was no patient present when the issue occurred.